Manufacturer narrative:
H3, h6: the navio bone pin 4.0mm x 127mm, part number pfsd01008, used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a mechanical component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio-assisted tka surgery, it was found that the tip of the navio bone pin 4.0mm x 127mm was chipped. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.